Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3850 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported the patient was admitted to the hospital for "subarachnoid hemorrhage". On (B)(6) 2020, the central venous catheter was placed in accordance with the doctor's instructions, and the process went smoothly. On (B)(6) 2020, it was discovered that the patient¿s indwelling catheter accessory was partially wetted during the room inspection, and it was found that the infusion fluid from the catheter port was returning. After asking the manufacturer and the hospital¿s static treatment team leader, various measures were taken. After solving the problem of back leakage, the tube was extubated on (B)(6). The patient has no discomfort. After extubation, a peripheral indwelling needle was additionally retained.